Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked glass, cracked case, cracked case-corner of belt clip rails, and cracked battery tube threads. After battery installation device gave an unexpected blank or white display due to a cracked lcd controller. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test or verify audio or vibrate anomaly due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had beep anomaly. Customer's blood glucose value was 5.1 mmol/l at the time of the incident. The customer was assisted with troubleshooting. The customer stated that the insulin pump was fell down the stairs and smacked and it was not working anymore. The customer stated that the insulin pump was not stop beeping, even during the call. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.